Event description:
Pt with breast prosthesis since 1997 (nagor 270 cc). The pt consulted in (B)(6) 2009 for seroma in the right breast. There was a doubt about a rupture of the prosthesis. During the surgery, I took fluid sample for culture and was informed negative for bacteria. The implants were ok, but I decided to change them for mentor implants (325 c.c.) In a retropectoral plane. A year later, the pt "consult" again for seroma in the right side and it was treated with drainage without complications. In (B)(6) 2010, consulted again for seroma and was drained again without adverse events but the breast felt hard (with capsule) then I decided to reoperate on her with the plan to remove the implant temporarily. During the surgery, I took some seroma samples for bacteriological study and decided to remove all the capsule. During the procedure, I noticed two lumps in continuity with the capsule and the capsule itself was thick. All of them were sent for pathological study. The bacteriological inform was positive for (B)(6) negative. The first histopathological study was informed as malignant, then it was necessary to perform other studies for a precise diagnosis. After the immunohistochemistry studies de diagnostic is an anaplastic lymphoma alk_1 negative." Reason for use: breast augmentation.